Manufacturer narrative:
Citation: kahraman et al.  Predictive value of the naples prognostic score for 30-day mortality and major adverse cardiovascular events in patients undergoing transcatheter aortic valve implantation for severe aortic stenosis. Turk kardiyol dern ars. 2026 feb 20;54(2):109-120. Doi: 10.5543/tkda.2025.00266. Epub 2026 jan 16.  Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding predictive value of the naples prognostic score for 30-day mortality and major adverse cardiovascular events in patients undergoing transcatheter aortic valve implantation.  The study population included 308 patients who were predominantly female with a mean age of 79.8 years old.  Multiple manufacturers¿ devices were implanted in the study population; medtronic devices included corevalve (n=28) and evolut r (n=45) bioprosthetic transcatheter valves delivered by delivery catheter system (dcs).  Deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths.  Among all patients, clinical observations included: maximum transvalvular gradient of 17 mmhg, life-threatening bleeding complication, valve stenosis, acute kidney injury, stroke, and arrhythmia requiring permanent pacemaker implant.  Other observations that may have occurred during use of the dcs: pseudoaneurysm, hematoma, and femoral dissection.  No further information was provided pertaining to medtronic products.